Event description:
Operator reported that while patient was running stress protocol the patient complained of chest discomfort. The operator hit the stop button to stop the treadmill, but the treadmill did not stop. Patient was not injured.